Event description:
Plasmablade stopped working. Surgeon switched to electro cautery to complete case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.